Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:47:44. During night drain cycle four, the patient's ultrafiltration reading was 1560ml, indicating the home patient drained 1560ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. All returned devices receive a returned instrument testing evaluation. This evaluation includes functional and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to this issue. The external/internal inspection was performed and the device passed. The increased intra-peritoneal volume event was identified during the review of the event history logs. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The direct cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.